Event description:
It was reported that during a cardiac ablation procedure atrial mitral line was performed connecting the line from the mitral valve towards the upper left pulmonary vein. After the line was completed, a flailing growth that appeared anchored to the carina near the right pulmonary veins. Besides the catheter passing over the location during mapping, no therapy was delivered in this area. On intracardiac echocardiography (ice) the mass measured about 1.72 cm. It was confirmed that it was not present in the transesophageal echocardiogram performed prior to the procedure. The procedure was aborted and the patient was under general anesthesia. The patient was stable the next day in follow up. A magnetic resonance image was scheduled. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.